Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had normal pressure hydrocephalus and the shunt operation was performed on (B)(6) 2013 without any trouble. According to the report, on (B)(6) 2013, the physician was asked about the patient outcome and they reported that patient outcome was good. The report stated on (B)(6) 2013, the physician reported that the patient had died. Reportedly, on (B)(6) 2013, the physician stated that in their opinion the patient's death was not caused by the shunt operation, but may be due to other causes like heart disease. According to the report, there was no abnormality observed during multiple examinations. It was reported that there was no allegation of device malfunction from the hospital.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).